Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Product analysis #(B)(4): post market vigilance (pmv) received one egia trs 45 axt articulating reload without the packaging. The product will expire on 2018-05-31. The visual inspection of the returned product noted. {reload} visual inspection of the cartridge revealed that the reload had a full staple complement. The distal and proximal sutures were intact and the reinforcement material was properly anchored. Pmv performed functional testing which included. {reload} the reload was loaded into the subject instrument from line item (B)(4) for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The first firing with the manual stapling handle was successful. For the second firing, connected a new reload to the handle. The surgeon clamped the tissue, pushed the green button and tried to fire the device. However, the jaws were opened. Tried to fire again, however, the same event occurred. Replaced by a new handle and a new reload and the firing was completed with no problem. The lung was fragile but was not thick or hard. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.